Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reports to have lack of battery longevity problems. Customer states she is using (B)(6) batteries. Customer received a weak battery alarm occurred prior to, failed battery test alarm, or low battery alert. Customer also received a bad battery alert. Customer states she replaced batteries once more and insulin pump turned off, thereafter insulin pump was working fine. Customer was advised to monitor insulin pump and that battery cap will be sent as courtesy. No further information provided.